Event description:
It was reported the patient experienced pain and swelling at the ipg site. It was also reported the patient's ipg site was treated with antibiotics due to her skin being raw. In turn, the patient's scs system was explanted.

Manufacturer narrative:
Field correction: 1627487-12192011-003r, 1627487-07262012-002r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.